Event description:
A nurse observed asystole for a pt monitored by the central station but reported no audible alarm. Code was called but the pt was not revived. In reviewing the pt data stored by the central station, the pt was in v-fib for approximately 20 minutes prior to asystole. The hosp's biomedical technician inspected the unit within approximately 1 1/2 hours of the event and found the alarms to be working normally. The hosp did not contact the MFR's representative until 3 days later when no add'l info could be retrieved from the device. Therefore, limited info is available regarding performance and settings of the device at the time of the event. Once informed of the event, a representative went on-site to inspect the unit and found the device functioning to specification.